Event description:
It was reported one of the patient¿s leads migrated, as verified via x-ray. Although reprogramming was able to provide effective therapy using the non-migrated lead, the physician opted to explant and replace the patient¿s migrated lead. Postoperatively, effective therapy was reported.